Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer left a voicemail indicating he is getting an error on an 8100 module, "check IV set error". Customer has replaced both pressure sensors and still getting the error needs guidance on what to do next. S/n: (B)(4). (B)(6). Failure device type: alaris system instrument. Failure problem type: 8100. Case resolution: I follow up (B)(6) /biomed via phone call, resolution for check IV set on 8100 sn (B)(4) is to replaced ail assembly or logic board might be faulty. Biomed will call back if needed further assistance.